Event description:
Consumer stated, the auto-shut off feature did not engage and pad continued to heat up. The consumer received burns on her lower back and ear resulting in blisters. The customer states the burn to her ear is completely healed, she does have some scarring on her lower back. She did not seek medical attention.